Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer has been experiencing high blood glucose (bg) levels for the past 2 days (294mg/dl). Elevated bg levels were treated by changing out the infusion set, and manual injection. System check was performed with tandem's technical support and it was determined that the pump performed as intended. Tandem's technical support offered follow up on the reported event, however the customer's contact declined.